Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of a foreign patient, to report that on (B)(6) 2015, the patient stated their transmitter was out of range for an unspecified amount of time. No additional event or patient information is available. The complaint device was not returned and data was not provided; therefore, the reported complaint of transmitter was out of range for an unspecified amount of time cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states under the transmitter product specifications that the transmitter has a limited warranty of 6 months. A definitive root cause cannot be determined for the reported event.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was noticed that this complaint had previously been submitted under MFR#3004753838-2015-87734. Therefore, this report should not have been submitted.